Manufacturer narrative:
Medtronic received the following information from a journal article entitled; long-term results of angulated versus hyperangulated neck in endovascular aneurysm repair with endurant endoprosthesis m. D. özdemir-van brunschot d, battista torsello g, bernardini g, litterscheid s, frederico torsello g, beropoulis e. Journal of endovascular therapy 1-7 https://doi.org/10.1177%2f15266028221075228. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent grafts were implanted in patients in the endovascular treatment of abdominal aortic aneurysms. This study compared the outcomes of the evar in patients who had angulated (45°-60°) and hyperangulated (>60°) proximal neck angulation. Reliant balloons were used during the procedure also. The following malfunctions were reported; type ia endoleak, type iii endoleaks, migration the following adverse events were reported; myocardial infraction, stroke, pneumonia, acute renal failure, infection, embolus, thrombosis, rupture, re-interventions patient mortality was reported but there is no causal link that any death was as a result of a malfunction or deterioration in the performance characteristics of a endurant stent graft.